Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. The device was removed with counter-traction and an assertive pull. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been rec'd.